Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 78", "defib fault 79" and "defib fault 196": messages. Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.